Event description:
The user facility reported that the tip of an endovascular "glidecath" was noted to be missing after it was removed from the patient. The surgeon did not believe there was any patient harm, the patient was fine. There was no blood loss. The reported event did not result in patient injury and/or require medical or surgical intervention. There is not a direct allegation that the reported device caused or contributed to patient injury and/or need for medical intervention. Additional information was received on 06may2024: no reported adverse patient effect due to the incident. The procedure was successful.